Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "while inserting second screw, tip of screwdriver broke off into head of screw. Broken tip was retrieved from patient. A straight screwdriver was used to finish putting screw in."